Event description:
This unsolicited summary device case was received from united states on (B)(6) 2013 from physician's assistant. This case concerns two patients (demographics not provided for both) who developed knee pain, knee swelling and their knee was drained after receiving synvisc-one injection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unspecified date, the patients received treatment with synvisc-one injection (route, dosage regimen, batch/lot and expiration date unknown) in unspecified knee or unknown indication. On unspecified dates (03 to 04 weeks after treatment with synvisc one), the patients developed pain and swelling in knee. On and unknown date, the patients returned to the clinic and had their knee drained (knee effusion). Action taken: unknown. Corrective treatment: cortisone injection. Outcome: recovering/resolving (for all the events). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: intervention required (for all the events).